Manufacturer narrative:
Manufactures investigation conclusion: the pump was not returned after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the heartmate ii left ventricular assist system instructions for use (IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 7 years and 4 months. It is unknown if or when the lvad was explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2018. The cause of death is unknown. Additional information was requested but not provided.